Event description:
It was reported the patient had an 80% stenosis of the supraclinoid left internal carotid artery (lica) that progressed to an occlusion of the lica following guide catheter placement. The lica was reopened through angioplasty, administration of 20mg of the tpa and utilization of a merci clot retriever. Patient then developed a subarachnoid hemorrhage (sah)) (specific location not identified) and two intraparenchymal hemorrhages located in the middle cerebral artery (mca) and the temporal lobe (specific location not identified). The patient expired on day following the procedure.

Manufacturer narrative:
Additional information was reported from the user facility. From the responses received, it was determined the patient did not have a tortuous anatomy, and the physician does not relate this event to the use of this device. The physician believes the sah and hemorrhage may be related to the merci retrieval device, but no contract extravasation was observed during the case.